Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2019 it was reported that the patient had a pump pocket infection. The patient had had a radiation beam directly over the incision site which the reporting hcp felt had prevented the incision site from healing and led to an infection. The pump had to be explanted. The reporting hcp stated that it was not his patient, but the pump managing physician could be contacted for additional information. Additional information was received on (B)(4) 2019 from the pump managing physician via a company representative who reported that she did not remember the name of the patient the other hcp was referring to, but she as the managing physician did not feel that the radiation was a contributing cause to the wound dehiscence and subsequent pump explant. No further complications were reported/anticipated.